Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During rf procedure, an error 06 occurred. The customer used a back up and worked ok. There was a 45-minute delay reported in the case.